Event description:
A physician reported that his patient was experiencing pain 2 years post essure micro-insert placement procedure. The physician performed a laparoscopy and removed one micro-insert; the physician stated he discovered the micro-insert had migrated through the patient's myometrium during the laparoscopy. The patient continued to experience pain so the physician performed an additional procedure to remove the second essure micro-insert and performed a hysterectomy; the physician did not report anything unusual regarding placement and appearance of the second micro-insert during removal. The patient's pain completely resolved following removal of the second micro-insert; the physician believes that the essure micro-inserts were directly related to the patient's pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs